Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file and troubleshooting actions showed that the battery voltage in the flexvision pc's cmos battery was low. The fse replaced the cmos battery. After replacement of the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system was stuck at 00:00. The system was not in clinical use and no harm has been reported. The cmos battery was replaced and the system was returned back to functionality. Philips has started an investigation of the complaint.